Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to low blood glucose. The doctor stated that her blood glucose was 22 mg/dl when arriving to the emergency room. She drank a (B)(6) and then it dropped to 12mg/dl. It was stated that this visit was the second time the customer has been admitted to the hospital. The customer had met with her diabetes educator and the settings have been adjusted. Troubleshooting was performed and the drive support cap appears to be normal. The displacement test was performed and passed. The doctor requested a replacement. No further information was provided.